Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, a scratch in the middle of the lens was noted. The lens was exchanged for the same model and diopter during the initial procedure. There was no harm to the patient.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported damage was observed. Additional observations were as follows:iol returned pressed down into well area of iol case base, resulting in deformation of the iol. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned and the other one is adhered to the optic surface in a folded position. The optic is scratched/marked-rejectable. The product investigation could not identify a root cause for the reported complaint ¿scratch in the middle of the lens¿. The product was subject to handling and the reported damage was highlighted post implantation. The returned iol shows evidence of handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).